Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced the infusion set was leaking at the site event on (B)(6) 2026. The infusion set had been in use for 4 days. The customer was able to change the infusion set. The non-serialized product was being replaced. No further information availability.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Manufacturer narrative:
Supplemental report 01- (B)(4) - MDR 8021545-2026-01596. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.